Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned for testing on this investigation. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. The laser probe was received for testing. A visual assessment of the returned sample revealed no visual nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar, and it was found that foreign substance was adhered to the cannula. A visual assessment under a microscope was performed and revealed excess adhesive. It is inconclusive, as to how or when the excess adhesive was deposited on the cannula. The root cause of the reported event is attributed to excess adhesive. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitreoretinal surgery shaft of an ophthalmic laser probe had bulge and that would not let it enter through the port on the eye. A new laser probe was opened, and the procedure was completed with no harm to the patient.